Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion with versed and three other medications, an unspecified error alarm occurred. The user powered down the pc unit, repowered the devices, and the alarm reoccurred. The user turned off the devices, opened the doors on the modules, and removed the tubing while maintaining connection to the patient. The user left the bedside to obtain new devices. During set up and loading of the new devices, the versed bag was noted to be empty, and the tubing safety clamp was found disengaged. The roller clamp was immediately tightened. No patient harm was reported. During the subsequent inspection of the tubing, the nurses observed broken plastic inside the channel where the safety clamp would insert.